Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Report source: literature: kent, matthew, et al. ¿a technique for the fabrication of a reinforced moulded articulating cement spacer in two-stage revision total hip arthroplasty.¿ international orthopaedics, vol. 34, no. 7, 2009, pp. 949¿953., doi:10.1007/s00264-009-0847-5. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced peri-spacer fracture due to minimal trauma. The fracture occurred in a region of severe osteolysis. No intervention was necessary as the spacer was replaced at the second stage. No further information has been made available at this time.